Event description:
Healthcare professional reported right side deflation and rippling. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events, deflation, valve leak and/or damage and calcification was received on august 04 , 2025 with lot number 1226238. Based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, delamination of diaphragm valve assessed as adhesive failure. Calcification: not observed. As per the investigation procedure, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side deflation and rippling. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.